Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported all of his programs were auto-reducing. Reprogramming initially resolved the issue, however the issue reoccurred. Follow up information identified the patient underwent surgical intervention to remove and replace the lead, however; the patient lost motor function in both legs postoperatively and was taken back to surgery (reference MFR. Report: 1627487-2015-05414).